Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) device felt like the device pump was not working properly. The physician could inflate the device properly. The pump was explanted and replaced at the request of the patient. Upon analysis, a product performance issue was discovered on the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ms (momentary squeeze) pump was visually inspected, leak tested, and functionally tested. The kink resistant tubing was worn to the filament. The ms pump passed the leak test and did not pass the activation test. Analysis confirmed the patient observation that the pump was not operating as intended.